Manufacturer narrative:
.

Event description:
The customer stated that the physician used the rapidcross balloon and during the procedure the balloon ruptured in the patient's tibial vessel due to a diffusely calcified lesion. They removed the balloon intact it was pulled out over a guidewire. It is unknown at this time how the procedure was completed. The patient is stable. The initial report indicates that we are not expecting the product back and or related documentation. A review of the manufacturing records for rapidcross did not reveal any non-conformity relevant to this reported event. It was reported the balloon ruptured due to a diffusely calcified lesion. The physician was able to remove the balloon intact after the rupture had occurred. The type of balloon burst is unknown. The instructions for use includes the following: the rapidcross catheter should be used with caution for procedures involving calcified lesions or synthetic vascular grafts. The cause of the burst encountered could not be determined. Possible contributing factors such as; lesion morphology, vessel anatomy, ancillary device interaction, and procedural technique could not be evaluated in this investigation.